Event description:
In 2008, the patient reported experiencing elevated blood glucose of over 230 mg/dl this morning and he felt thirsty. He stated that he changed all of his accessories, and bolused 11.5 units of insulin and his blood glucose continues to increase. He was advised to switch to his backup infusion device and he declined. The patient called back later in the same day, and stated that his blood glucose measured over 170 mg/dl and he had not eaten all day. He stated that he changed the insulin cartridge and in,fusion set. He has been in contact with his trainer on a daily basis, and he also left a message with his physician. He stated that he will be away for 5 weeks. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.